Manufacturer narrative:
Per the clinic, the patient was treated with oral antibiotics (date and duration not reported) for the infection at abutment site. This report is submitted on october 14, 2021.

Manufacturer narrative:
Per the clinic, patient developed an infection at the abutment site. Additional information has been requested but has not been made available as of the date of this report. This report is submitted on september 07, 2021.

Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site. The abutment was removed on (B)(6) 2021 under general anesthesia.